Event description:
It was reported that the pca device administered 6 doses of medication when only 3 were intended. The patient was monitored but there was no significant impact.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a pca over infusion was not confirmed during a review of the system logs or during device testing. Device inspection: an external and internal inspection of the customer¿s pca module observed the source device with dried fluid ingress on the top area of the rear case. Dried fluid ingress was noted on the inner part of the wiper assembly. The male iui connector contact pins were observed dull. The female iui connector housing showed signs of dried white residue. No other obvious issues or anomalies were identified with the source device during the inspection. Returned pca dose request handset was in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s experience of an over infusion was not determined. Test results demonstrated the pca module operating as intended and showing within specification for accuracy. Device history review: review of the source pca module s/n (B)(6) service history record showed the device had a manufacture date of 17nov2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 09nov2020 and indicated that this device has been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pca device administered 6 doses of medication when only 3 were intended. The patient was monitored but there was no significant impact.

Event description:
It was reported that the patient controlled analgesia (pca) device administered 6 doses of hydromorphone with 6 demands, however family in the room stated only 3 demands were requested. The hydromorphone programming was 10mg/50ml (0.2mg/ml) with a bolus dose of 0.12 mg, lockout 10 minutes, continuous dose 0. The pump had been cleared the same day of the event at 0800 and 1000. However, during a check at 1200, the pump showed it had not been cleared since the prior day at 1821. The volume in the syringe was checked and the device indicated the syringe should contain 13.3ml of medication, however, 14ml were visually noted when the syringe was removed. It was also noted the pump did not beep as expected when the syringe was removed. As a result, the patient experienced bradypnea (respiratory rate of 9), oxygen desaturation, lethargy with a ph of 7.26 and co2 of 58. A rapid response team was called and they conducted lab tests, increased the oxygen to 3l, held food and other medications, discontinued the pca and a naloxone drip, and started an IV of hydromorphone as needed. The patient improved after the intervention.

Manufacturer narrative:
Device evaluation: the customer¿s reported complaint of a pca over infusion was not confirmed during a review of the system logs or during device testing. Inspection: there were no obvious issues or anomalies observed during the inspection of the source device that would contribute to the reported event. The barrel clamp, flange gripper and gripper control showed no issues. The pca handset was returned with the system and was noted in fair condition. The handle and tube drive were observed in good condition. The incident administration set was not returned and could not be inspected. Results from a review of the logs identified the system powered up at 2:26 pm on 21 jul 2020 prior to the reported date of the event (24 jul 2020). The system consisted of a syringe module s/n (B)(6) (channel a), a pump module s/n (B)(6) (channel b) and the source pca module s/n (B)(6). The profile in use was identified as ¿med/surg¿. Based on log analysis results, no records were noted for the reported date of the event provided of 24 jul 2020. A review of the system error logs showed no records associated to the reported incident. The last programmed infusion was noted on 21 jul 2020 at 3:41 pm. However, during the programming of a pca dose only infusion, the time was changed by the user to 00:00:00 hrs. During programming. The medication hydromorphone pump (drug ID 51) was selected with a therapy type of 25kg to 29.9kg. The concentration was 0.2mg/1ml with a lockout interval of 10 minutes. The latest dose requests took place on 23 jul 2020 between 12:40 am and 7:48 pm. A total of 12 pca dose were requested and successfully delivered. There were no obvious issues or observations that would attribute to the reported complaint. Functional testing programmed with the incident parameters for the medication hydromorphone determined the device was within specification. The root cause of the over infusion complaint was not determined. Test results demonstrated the pca module operating as intended and within specification for accuracy. Device history review: review of the source pca module s/n (B)(6) service history record showed the device had a manufacture date of 11/17/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/09/2020 and indicated that this device has been returned to service. On 12/20/2019 the unit was returned for broken/damaged parts. Parts were replaced to address the issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pca device administered 6 doses of medication when only 3 were intended. The patient was monitored but there was no significant impact.